Manufacturer narrative:
Pending investigation. D10: 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm 4871212. 315-35-00 - glnd kwire 5665128. 300-30-07 - equinoxe preserve stem 7mm 6052357. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm 6244432. 320-20-00 - eq reverse torque defining screw kit 6249412. 320-15-02 - rs glenoid plate sup aug, 10 deg 6290855. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm 6332698. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm 6355235. 320-15-05 - eq rev locking screw 6362142. 320-01-42 - equinoxe reverse 42mm glenosphere 6391040. 320-10-00 - equinoxe reverse tray adapter plate tray +0 6405124. 321-20-00 - equinoxe reverse shoulder drill kit 6418516. 315-35-00 - glnd kwire 6431460.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient was revised (B)(6) 2023 and the surgeon discovered the humeral liner was disengaged from the humeral tray. The surgeon also noted the poly has an odd wear pattern and asked for this to be investigated. A new liner was impacted and the patient was reduced and closed. The same liner was used in the revision surgery as the original. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.